Event description:
It was reported that the stylet could not be advanced through the lead. The lead was not implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal.